Manufacturer narrative:
Event date unknown. One device was returned for evaluation. Visual inspection revealed the downstream occlusion (dso) seal was bubbled and a worn upstream occlusion (uso) seal. The event history log confirmed multiple ¿cassette not attached properly¿ errors occurred. Functional testing was able to replicate the reported issue; the dso sensor failed during testing. The root cause was determined to be an inoperable dso sensor. The dso sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was a damaged cassette lock and would not lock the cassette. The event occurred during testing. There was no patient involvement and no patient harm. Evaluation of the returned device found an inoperable downstream occlusion (dso) sensor.